Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that static electricity was generated in the electrical contacts of the scope connector, which caused a sudden overcurrent to flow in the electronic components on the board, causing the board's behavior to become unstable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had a noisy image. There was no patient involvement.